Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for collagen outside of the skin since the sample was not returned for evaluation. The IFU indicates that this can happen with thin patient's and provides instructions for how to address this situation. No conclusion can be drawn to the cause of the alleged pain. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor called for techniques regarding a collagen plug that was protruding from the skin. The terumo territory manager went through the techniques and later received a call that the patient was just fine and there were no issues with the angio-seal device. The doctor later reported that the patient was feeling pain at the puncture site. The patient was stable, and the procedure outcome was completed successfully.